Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/28/2015 with the following findings: there was no evidence of short battery observed in black box. The pump powered on with the returned battery cap and the battery compartment was intact. Current draws were within specifications. The pump case was removed and no evidence of moisture or loose components were observed inside the pump. The original complaint could not be duplicated or confirmed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.